Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment and no glucose levels were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The needle mechanism assembly was received deployed. The pod data showed no alarms, though timeouts and a drive stall was observed. The pod was found to run for 57 pulses deactivating at the end of second prime. No damages or deficiencies were observed in the drive or needle mechanism assemblies that would cause the observed timeouts and drive stall. The needle mechanism was reset and deployed; no issues were observed. It could not be determined what caused the high pulse widths and drive stall. As the device was received deployed, it could not be conclusively determined that the high pulse width with drive stall contributed to the reported needle did not deploy event. Therefore, the cause of the reported needle did not deploy event could not be determined. The hard cannula was observed to be bent. No damages or deficiencies were observed in the device that would contribute to the damaged hard cannula. It could not be determined whether the observed hard cannula damage contributed to the high pulse widths with drive stall or the reported needle did not deploy event. The time and cause of the observed hard cannula damage could not be determined.